Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This report is associated with product compliant: pending. This spontaneous case, reported by a consumer, who contacted the company via a company representative, to report an adverse event and a product complaint, concerns a (B)(6) female patient of unknown ethnicity. No medical history and concomitant medications were provided. The patient received insulin glargine (basaglar) cartridge, 22 iu, in the morning, unknown administration route, indication and start date. The patient also received insulin lispro (rdna origin) injection (humalog) cartridge, 4 iu, three times a day, unknown administration route, indication and start date. Approximately in (B)(6) 2018, unknown time after starting insulin glargine and insulin lispro via humapen savvio red (lot: 1410v01), the device s injection screw was bad; even though it delivered insulin, it was needed to push screw forcefully to the end in order to fit a new cartridge and inject the insulin (as reported). Product complaint number associated: (B)(4). Also, on an unspecified date, the patient experienced a glycemic peak, by which patient ended up in the hospital; however, it was unknown if the patient was hospitalized. The event of glycemic peak was considered serious by the company due to medically significant reasons. Information regarding if any laboratorial test was performed, corrective treatment, event outcome, and insulins glargine and lispro therapies status was not provided. The patient operated the device. It was unknown if the patient was trained. It was unknown how long device model had been used. The reported device lot 1410v01 had been used for approximately seven months. The status of the device was unknown. The reporting consumer did not provide an assessment of relatedness. No further opinion of relatedness was provided. Update 31aug2018: additional information received on 29aug2018 was processed within the initial case entry. Edit 04sep2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 04oct2018 in the b.5. Field. No further follow-up is planned. Evaluation summary: a female patient reported the injection screw of her humapen savvio device needed to be pushed forcefully to the end in order to attach a new cartridge. In addition, she reported the pen was jamming. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch 1410v01, manufactured october 2014). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical findings with respect to injection screw reset and pen jammed. A complaint history review, batch record review, and proportional reporting ratio method review of the batch did not identify any atypical findings with respect to dose accuracy. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer, who contacted the company via a company representative, to report an adverse event and a product complaint (pc), concerns a 40-year-old female patient of unknown ethnicity. No medical history and concomitant medications were provided. The patient received insulin glargine (basaglar) cartridge, 22 iu, in the morning, unknown administration route, indication and start date. The patient also received insulin lispro (rdna origin) injection (humalog) cartridge, 4 iu, three times a day, unknown administration route, indication and start date. Approximately in jun2018, unknown time after starting insulin glargine and insulin lispro via a reusable humapen savvio (red) device, the device injection screw was bad; even though it delivered insulin, it was needed to push screw forcefully to the end in order to fit a new cartridge and inject the insulin (as reported) (lot: 1410v01/product complaint number associated: 4468619). Also, on an unspecified date, the patient experienced a glycemic peak, by which patient ended up in the hospital; however, it was unknown if the patient was hospitalized. The event of glycemic peak was considered serious by the company due to medically significant reasons. Information regarding if any laboratorial test was performed, corrective treatment, event outcome, and insulins glargine and lispro therapies status was not provided. The patient operated the device. It was unknown if the patient was trained. It was unknown how long device model had been used. The reported device lot 1410v01 had been used for approximately seven months. The suspect device was not returned to the manufacturer. The reporting consumer did not provide an assessment of relatedness. No further opinion of relatedness was provided. Update 31aug2018: additional information received on 29aug2018 was processed within the initial case entry. Edit 04sep2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 14sep2018: additional information received from initial reporter on 13sep2018. No relevant information was added to the case. Update 17sep2018: additional information was received on 14sep2018. No new information was added to the case. Update 04oct2018: additional information received on 04oct2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and canadian (EU/ca) device information and device return status to not returned to manufacturer. Added date of manufacturer for (B)(4). Associated with lot 1410v01 of humapen savvio (red) device. Corresponding fields and narrative updated accordingly.